Event description:
Procedure performed: tep. Event description: clips didn¿t fire that well. They took a new ca500 and finished the procedure. Information from customer email: translation: during tep, dr.(B)(6), poor firing of the ca500 staples. Information received from applied medical representative via email on (B)(6) 2023: translation. It involved closure of a peritoneal defect in lap inguinal hernia repair. Some clips had the legs placed diagonally across each other. Some (same device) were placed correctly (no other used). The slanted ones were not performant and were removed. Information received from applied medical representative via email on (B)(6) 2023. The clips scissored, but not all of them. We did not need to change the device. Patient status: patient ok! Intervention: the non-performing clips were removed and replaced.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit observed that the channel support assembly (csa), a metal component in the shaft, was damaged. The damaged csa confirmed the complainant¿s experience of clip scissoring. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa, which likely resulted from the component being caught within the jaws and further damaged when the device was inserted through the trocar or actuation of the trigger.

Event description:
Procedure performed: tep event description: clips didn¿t fire that well. They took a new ca500 and finished the procedure. Information from customer email: translation: during tep, dr. [Name redacted], poor firing of the ca500 staples. Information received from applied medical representative via email on 31mar2023: translation: it involved closure of a peritoneal defect in lap inguinal hernia repair. Some clips had the legs placed diagonally across each other. Some (same device) were placed correctly (no other used). The slanted ones were not performant and were removed. Information received from applied medical representative via email on 31mar2023: the clips scissored, but not all of them. We did not need to change the device. Patient status: patient ok! Intervention: the non-performing clips were removed and replaced.